Manufacturer narrative:
The field service engineer (fse) discovered the incubator belt was loose and replaced the belt. The fse performed system check and it passed within specifications. The fse replaced the pipettor, performed alignments, and verified the transducer temperature and ultrasonics were within range. The fse then replaced all 3 aspirate pump tubing as the right most aspirate probe was slow to aspirate fluid. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware, associated with the aspirate tubing and incubator belt, is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The affiliate stated the customer reported failed quality control (qc) and multiple non-reproducible troponin I (access® accutni¿) results, for 20 patients, involving the access® 2 immunoassay system. Subsequent testing of the patients' samples, on an alternate methodology, produced lower results within the normal reference range of the assay for 16 patients and lower but above the normal reference range for 4 patients. The customer stated the initial results were released out of the laboratory. There has been no report of patient consequence or change in patient treatment associated with this event. The patients' samples were collected in becton dickinson (bd) lithium heparin plastic separation tubes (pst) and centrifuged at 5,000 rpm (rotations per minute) for seven minutes. All samples were tested from the primary tubes. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.